Manufacturer narrative:
An event of heart block requiring a pacemaker was reported. A more comprehensive assessment could not be performed as limited information was provided, including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.

Event description:
This complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2026, a 27mm navitor vision valve was implanted. The patient experienced heart block and required a pacemaker implant the same day.